Manufacturer narrative:
Pump passed all functional tests. No problem found.

Event description:
Control unit over pumped and caused edema in upper thigh during a knee arthroscopy procedure. The swelling subsided before the end of the case. Unknown patient status.